Manufacturer narrative:
A representative went to the site to preform system check out, and it did not show any failures. System seems to be functioning normally. They surgeon noted that the completed pre-op tracer registration, went to scrub in, and system was powered down when he returned. There were no hardware parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intraoperatively for a cranial resection. It was reported that they were setting up for a tumor resection and after registration the system powered off completely. When they tried to power it back up, the system was unable to be powered on. They brought in another navigation system to complete the case. There was no reported harm to the patient present, and there was a ten minute delay. Troubleshooting was completed the following day and they were unable to confirm the reported issue. It was noted that the likely cause was that it was not plugged in.